Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako tka software was reported. The event was confirmed. Method & results -product evaluation and results: review of the case session files noted the following: the rio system was performing within its specifications there is no indication of system malfunction. Probe check passed as well as rio registration, pre-surgery checks, bone registration, and bone checkpoints. The user failed to low the robot during rio registration. For the system to perform within its accuracy specification the user must lower the rio during robot registration. "Ensure the mako lift mechanism has been lowered and the mako is down on its feet. An icon will appear in the main window if the mako has not been lowered onto the feet." Mako tka application user guide pn 210467, page 65,66 mks requirement 424025 states the accuracy from the anatomical axis is 2.2 mm in the medial lateral direction and 2.3 mm (mks 424027) in the anterior-posterior direction when the resection takes place within the same volume used to perform the robot registration cube. The 1.7 mm is measured from the stereotactic anterior-posterior axis; that is how good the robotic stereotactic system can maintain its position. The system will display the bone in red when the user has resected 0.75 mm past the implant plan. However, if there was a bumped array the plan can move intraoperatively. White bone resection can turn red with a second pass of the saw. The blade will be shut off when the haptic cutting boundary has been penetrated by 1.25 mm (mks requirement 402120 requirement document 80142). Remember the haptic cutting boundary is 0.1 mm higher than the implant plan. Therefore 1.7 mm is within the control limits of the system and certainly between the total accuracy budget for the distal resection of 2.2 mm and 2.3 mm. These system accuracy specification numbers have been deemed acceptable for cementless implantation. The accuracy of the planar probe is ±0.55 mm this means that a planar probe value of 2.8 mm may still be within the system specifications. Values above 2.8 mm of error from plan would indicate that the system is performing outside its specifications. The arm accuracy can also be compromised by rough handling of the arm and pushing through the stereotactic as seen in the torque limits in j1 and j5 during the posterior resection: the following tips can improve resection accuracy: "to ensure accuracy, do not exert strong forces on the robotic arm, particularly as the blade initially contacts the bone. Large forces applied to the cutting system handle may result in flexing of the blade." Mako tka application user guide pn 210467, page 91 velocity traps values can be reduced by having the surgical assistant stabilize the joint during the resection step or using leg stabilizing devices. Cut accuracy can be improved by scoring the bone: "to minimize blade skiving, carefully score the bone with the saw blade as you enter the cut. If the blade is deflected when it initially enters, it will be difficult to ensure an accurate cut unless the saw blade is removed and entry point into the bone is corrected." Mako tka application user guide pn 210467, page 91 gently place the robot on its feet: ¿if the mako is dropped abruptly, the robotic arm base array can be displaced and ¿rio registration¿ may be compromised which will require re-registration prior to bone preparation.¿ mako tka surgical guide pn 210469, page 54 -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6). Was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in shows other similar complaints for tka software - inaccurate resection. Conclusions: based on the analysis of the relevant log files, session files and work order history, the alleged failure mode can be confirmed to have been caused by user error. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Surgeon was completing a left mako tka. There was a 1.7mm deep distal femur cut. Robot had been serviced a few days ago, all other cuts were fine. Mako attachment tray 3, mics tray 4 were used. Deeper cuts observed during surgery, robot did not display alarm on monitor and did not cut power, surgery was completed using a cemented implant instead of cemented implant. Surgery was completed using a cemented implant instead of cemented implant, no delay in surgery.